Event description:
This follow up report is being submitted to correct an error in the original report. Correction: the erroneous results were reported out of the laboratory; however, patient treatment was not affected.

Event description:
Customer reported to beckman coulter, inc. (Bec) that false positive rheumatoid factor (rf) patient results were generated when rheumatoid factor reagent lot number m008778 was used on the immage immunochemistry system. Customer reported that negative results were obtained when the tests were re-run with a different lot of rf reagent . Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Erroneous rheumatoid factor results were generated on four different days. This report is one of four reports related to four events that occurred on four different days. This report is related to MDR#2050010-2012-00001, 2050010-2012-00002, 2050010-2012-00004.

Manufacturer narrative:
This is a follow up report.